Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed and d4 primary UDI # updated. Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Evaluation results: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.